Manufacturer narrative:
The insulin pump was received with high stop/idle current due to a short at the lcd driver board. The device was also had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump continued to have battery issues after the battery cap had been replaced. The customer's blood glucose was 9 mmol/l. The customer was advised the insulin pump needed to be replaced. Customer agreed to return it for analysis.